Event description:
Follow up revealed that this issue occurred approximately 1 to 2 years ago.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history. Patient and device information is unknown at this time.

Event description:
It was reported that the patient presented with candida tropicalis. CT scans showed the cardiomems sensor located in the left pulmonary artery. Due to this being believed to be the site of the infection, the physician elected to remove the device. The device tested positive for candida tropicalis. There were no immediate complications from the explant. Five days post op the patient passed away from fungal septicemia and multiorgan failure.